Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a large flexnav delivery system. The annular dimensions of the native valve were perimeter 74.4mm and area: 423. 5mm2 and there were severe aortic valve calcification. Patient had pericardial effusion before tavi procedure. There was a presence of a large amount of calcium in the sino-tubular junction (stj) and a pre-dilatation was performed with a balloon of a smaller size than recommended due to the possibility of injury. During procedure, the activated clotting time (act) levels were 250s and 10iu of heparin was administrated. The valve was implanted after 2 recaptures with a depth of 4mm. The pericardial effusion was increased after the implantation with clear fluid drainage. After cardiac surgery to drain it, the patient suffered a large amount of bleeding, got intubated and a blood transfusion was required. After the procedure, the patient needed to be sedated and intubated. On (B)(6) 2024, the patient was reported passed away. The physician mentioned the cause of death was hemorrhage with a possible rupture of the valve annulus without a closed diagnosis.

Manufacturer narrative:
An event pericardial effusion, hemorrhage, possible annulus rupture, and death was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the available information and medical review, the cause of the reported death, pericardial effusion, and hemorrhage could not be conclusively determined. The reported unexpected medical intervention was a result of case specific circumstances as pericardiocentesis was performed and blood transfusion was given. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
An event pericardial effusion, hemorrhage, possible annulus rupture, and death was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the available information and medical review, the cause of the reported death, pericardial effusion, and hemorrhage could not be conclusively determined. The reported unexpected medical intervention was a result of case specific circumstances as pericardiocentesis was performed and blood transfusion was given. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.